Manufacturer narrative:
Tandem's pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact observed a social media post in which a customer overslept and the pump battery depleted normally, resulting in the pump shutting off. Reportedly, the customer's blood glucose level was elevated however an exact value was not provided. No further identifying information or details regarding the reported issue were able to be obtained.